Event description:
It was reported that there was a hole in the IV tubing set because of crimping. The tubing was new out of the package and the hole and crimp were discovered before it reached the patient. Therefore, there was no patient involvement associated with this event.

Manufacturer narrative:
The customer¿s report of a hole and crimping in the tubing set was confirmed based on inspection. There were kinks along the tubing between the drip chamber and check valve components. A slice cut was observed directly below one of the kinks. The set package had a v-shaped cut which a comparison of the cut on the package and cut on the tubing shows it is likely the damage occurred from a sharp tool while the set was still in its package. The investigation was not able to find a definitive root cause but confirmed multiple probable causes that can occur during the various steps of the manufacturing and shipping processes. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damage or issues were observed. Fluid droplets were observed within the drip chamber and tubing area between the drip chamber and slice cut. The root cause of the observed cut was identified as external damage from a sharp tool while the set was still in its package. The root cause of crimping in the tubing set was determined to be improper coiling and pouching during the manufacturing process.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there was a hole in the IV tubing set because of crimping. The tubing was new out of the package and the hole and crimp were discovered before it reached the patient. There was no patient involvement.